Manufacturer narrative:
The reported events were lead dislodgement and noise. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured helix extension length was within specification. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies, with the exception of procedural damage.

Event description:
During follow up, it was observed that the patient received inappropriate high voltage therapy as a result of right ventricular (rv) lead noise. Diagnostic imagining confirmed that the lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable.